Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a vibrio false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a vibrio false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ extended enteric bacterial panel (xebp) assay (ref. (B)(4)) kit lot 5231261 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd max¿ xebp lot 5231261 revealed no anomalies that could explain the customer¿s discrepant results. Customer questioned the positive vibrio results for four samples processed on bd max¿ instrument (B)(6): run 92 (a2), run 93 (a6), run 95 (b5), and run 100 (a10), obtained in a short period of time (from february 6th to 8th). Pcr curve adjudication of the vibrio positive samples revealed late and low but appearing to be true vibrio positive amplifications. Low positives samples, such as the ones investigated herein can occur due to bacterial titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. The total rate of positive vibrio samples for the current complaint kit lot 5231261 is (B)(4) (15/2383) while the rate of all other lots, used by the customer, is (B)(4) (6/835), suggesting the reagent is not suspected to be an issue. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max xebp assay lot 5231261. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), as well as environmental or cross contamination could explain the customer¿s discrepant result. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.